Event description:
It was reported by the rep that the (1) tct75 was used during a laparotomy procedure. It was reported that the device was opened onto the sterile field, the green load was replaced with a tcr75 load and then fired. The gun fired correctly with this load, and load was then discarded. The original (unfired) green load was put back into the gun. The device then locked up and would not fire. There was no pt consequence.